Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. At the time of the event the patient felt unwell while shopping, so she ate copious carbohydrates. After eating, the patient had syncope and emergency medical service was called. During the event, the cgm was reading 400 mg/dl and the blood glucose reading was 19 mg/dl. The patient was transported to the hospital. The patient was treated at the hospital with unspecified sugar through injection and by mouth. She was hospitalized and discharged a few days later. There was no documentation of further medical intervention. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.